Event description:
Adverse event(s): "none reported" (no known impact or consequences to patient). Product problem(s): "blunt trocars" (dull). A surgeon reported that over the past 3-4 weeks, there had been several 23g vitrectomy paks with blunt trocars. The procedures were completed by using other trocars to insert the ports. No patient injury occurred. There were no significant delays of surgeries. Additional information had been requested.

Manufacturer narrative:
Root cause could not be determined as no samples were returned and no lot number was provided. (B) (4). (B) (4).